Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the reporter and will be sending a letter to obtain more clinical information. Based upon the initial information provided, this case is being reported as a malfunction. The mother called alleging that in the morning her child was unresponsive. She tested his blood glucose and received a 105mg/dl. He was taken to the hospital where his blood glucose was 70 mg/dl. No information about the time difference between the 105 and 70 mg/dl. A catscan and spinal tap were performed on the patient. No information on the diagnosis is available. A meter to lab test was done. The mother reported blood glucose results of 231 mg/dl with the lifescan meter and 170 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Mother feels that her son may have overdosed on his insulin based on the inaccuracy of the meter. No information on if the patient tried to test before the symptoms, what the blood glucose reading was prior to falling unconscious. There is no information about the patient's treatment regimen.